Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:04 was confirmed during product evaluation; and was determined to be caused by a faulty air in line (ail) printed circuit board (pcb). The pump head module was replaced to correct this condition since the ail pcb is part of the pump head module. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:04 in the medical surgery department during delivery. The reported condition may have interrupted delivery. There was no patient involvement. The software version of this device is unknown. No additional information is available.